Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing with the event electrode pads without duplicating the malfunction. Review of the device activity logs does show that a pediatric ID was detected, but we are unable to confirm which pads were attached at the time of the entry. The multi-function cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that the clinician obtained another unit and set of pads to continue therapy on the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.